Manufacturer narrative:
The subject device was received and evaluated. The customers reported issue of blurry image and sharp edge at distal tip was confirmed. In addition, dented objective window and broken system lenses were observed. Device history records were reviewed and showed the product met all specifications upon release. Based on the device inspection results, physical damage found on the device was most likely due to user mishandling. The device IFU (instructions for use) states: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the scope is blurry and sharp on end near the lens were observed. The issue found during reprocessing. There is no patient involvement on this reported event. No user injury reported.